Manufacturer narrative:
Device evaluated by MFR: a 4.00 x 20mm synergy stent delivery system was returned for analysis. There was no stent returned, the stent had been implanted. A visual and tactile examination of the hypotube found a break/fracture in the lasercut region at 35.7 cm proximal to the distal tip as well as multiple hypotube kinks. Functional testing was attempted but failed due to the fracture in the lasercut region. No other issues were identified during the product analysis.

Event description:
It was reported that balloon damage occurred. During a coronary angioplasty, a 4.00 x 20 synergy ii drug eluting stent was advanced to the target lesion, but the balloon was unable to inflate normally. After several attempts, the balloon inflation was succeeded. By removing the guide, it was noted that it was completely twisted. No patient complications resulted in relation to this event. However, device returned and analysis revealed a shaft break.